Event description:
New information on 12/18/2017 notes the lead exhibited high capture thresholds and exit block. The patient did not experience any adverse events. The patient's condition during and post procedure was excellent.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited capture anomalies. The lead was capped and replaced. No further information could be obtained.